Event description:
In this event, the user's streamline tv was plugged into a power strip along with the tv, and a few other things. The pictures provided shows signs of melting due to excessive heat. There was no reported injury. First-time user of streamline tv. Investigation results: the surrounding plastic of the device was burnt, melted and a few parts were missing near the power supply. The cable was left undamaged. From the visual inspection of the burn marks, it appears the heat source was external and from the bottom of the psu, where the plug is located. There was some sort of malfunction in the electrical socket. The circuit is damaged, plug is missing, the functional check is not possible. The device has protection mechanisms in place to prevent it from reaching temperatures above 250 c internally. At this temperature the plastic will not catch fire. When the product encounters abnormal external voltage & current, the product will start protection and disconnect the power supply to eliminate the burning caused by the product itself. It is concluded that the product melting was either an abnormal power supply socket or the product was placed on a continuously heating object, which leads to the melting, in its use environment.

Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions. (Submitted on 05/24/2023). Distributor, importer and manufacturer are under the ws audiology compliance system.